Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown and the wake button had to be pressed multiple times in order to turn the pump back on and while doing this, the display would flash on and off. The display did come on. No alerts or alarms were declared. Blood glucose (bg) was 400-506 mg/dl. Ketone was small-moderate and a healthcare provider identified them to be dangerous. Insulin pens and syringes were used to address elevated bg/ketones.